Event description:
Caller reported an alarm 2 followed by alarm 26 related to an occlusion event. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin usage.